Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unresponsive. A field service engineer (fse) verified the power cord connections and rebooted the system, and the device came back as normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was unresponsive. The user attempted to power cycle the unit by turning it off and on, but there were no signs of activity. The customer confirmed that the pyxis was properly plugged into the outlet. However, toggling the power switch off and on had no effect. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.